Event description:
It was reported that post a 24fr greenfield filter placement procedure, a pt death occurred. The filter was implanted in the inferior vena cava (ivc) on an unspecified date. The details surrounding the pt's death are unk. Add'l info has been requested.

Manufacturer narrative:
The greenfield filter remained implanted in the pt and the delivery device was apparently discarded, therefore, no direct prod analysis will be performed. A review of historical trending and similar complaints for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.